Manufacturer narrative:
(B)(4).

Event description:
Covidien received a report that the n20 portable pulse oximeter display was missing segments in the heart rate portion of the window. The pt was not harmed or injured as a result of the event.